Manufacturer narrative:
Retainer ring: black. Customer returned, insulin pump. For an alleged frozen screen on 12/17/2021. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The insulin pump was received, with a blank display, due to moisture damage on the electronic assembly electrical board 1. Unable to download or perform the displacement test, sleep current measurement, active current measurement and self test, due to the blank display. Insulin pump was cut open to perform visual inspection and found, evidence of moisture damage on the electrical board1 electronic assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical insulin pump error noted. The following were noted, during visual inspection: cracked keypad overlay, scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged blank display confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had a frozen display. Customer reported there was no response from button. Customer stated insert battery alarm did not appear on insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic stated that the insulin pump had a frozen display. Customer reported there was no response from button. Customer stated insert battery alarm did not appear on insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.